Event description:
Customer reportedly received result of 6.1 mmol/l on the mobile system and result of 3.8 mmol/l on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self- treated; no adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Customer did not provide test strip information for the aviva system. Those test strips have been disposed of.